Event description:
The patient was reportedly implanted with a boston scientific solyx sis system on (B)(6) 2010 at (B)(6) by dr. (B)(6). The patient was reportedly implanted with an additional boston scientific solyx sis system and a cook biodesign tension free urethral sling on (B)(6) 2013 at (B)(6)medical center in (B)(6) by (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Product expire date unknown; lot number not provided. Concomitant product(s): boston scientific solyx sis system: (B)(6) 2010 and (B)(6) 2013 mfg date: product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a boston scientific solyx sis system on (B)(6) 2010 at (B)(6). The patient was reportedly implanted with an additional boston scientific solyx sis system and a cook biodesign tension free urethral sling on (B)(6) 2013 at (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.